Event description:
It was reported that a spectrum iq infusion pump alarmed air in line. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: a1, b6, b7, d1, d3, d4, d10, g4: PMA/510k #, f6/h6 health effect - impact codecorrection d1: the reported product is an unknown spectrum infusion pump.correction b5: it was reported that an unspecified quantity of spectrum pumps kept alarming air-in-line with all medications and chemotherapy. In particular there is a problem with etoposide which is run at high rates. A nurse kept getting alarm after alarm on a pump with etoposide and she was unable to alleviate the problem and ran the chemotherapy via gravity and not on a pump which is against their hospital policy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.